Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was done to retrieve the broken piece? I have not been able to get any other information. Was the needle piece retrieved during the same procedure? I have not been able to get any other information. Was additional dissection required in other organs/tissues other than the target tissue as a result of searching for the needle piece? I have not been able to get any other information. Were there any patient consequences? I have not been able to get any other information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. The needle was retrieved. No adverse patient consequences were reported. Additional information was requested.